Event description:
A wilson-cook six shooter multi-band ligator was used to band esophageal varices. When all six bands were fired and the endoscope was removed from the patient, the barrel detached from the end of the endoscope in the esophagus. The barrel was retrieved by using suction from the endoscope, and the patient was reported to be in good condition. The instructions for use for this product line direct the user to reference the product label for endoscopes that are compatible with this device. The device used in this case is compatible with endoscopes that have an outer diameter of 11.0 mm to 14 mm. Information that was provided with this report indicated that the physician used an olympus gif-xq140 which has an outer diameter of 9.4 mm.